Event description:
It was reported that prior to a percutaneous coronary intervention (pci) procedure, contamination of the ultra 2 monorail cutting balloon was noted. As the device was unpacked, fibrous lint was noted on the tip of the cutting balloon. The device had no contact with the patient. The procedure was completed with a different device.